Event description:
It was reported that during implant of the right ventricular lead there was a blood pressure drop and a small pericardial effusion was confirmed by echocardiography. No treatment was needed and blood pressure recovered. The lead is still in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.